Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the display was difficult to read. It was reported the pump was used for demonstration only and not for patient use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the display screen was dim and discolored. Unrelated to the complaint, a battery compartment crack was discovered; there was no evidence of moisture ingress within the battery compartment. There were no power issues experienced during investigation. The bolus button cover and plug were found to be missing; there was no evidence of bolus button contact contamination.